Event description:
This spontaneous report was received from a turkish physician and concerns a patient around 40 years old (reported as female and male). She was injected with radiesse (+) into the face, for biostimulation, on (B)(6) 2024. Radiesse (+) was diluted at a 1:1 ratio (product preparation issue, off label use of device). The patient had lip augmentation only once in her life, 3 years prior to this report (brand unknown) and no adverse effects were experienced. The patient had an upper respiratory tract infection, on (B)(6) 2024, reported as 5-6 days prior to radiesse (+) injection. On (B)(6) 2024, 9 days after the radiesse (+) injection, the patient experienced swelling on the lower side of the face. On that day, the patient applied to the emergency department of a hospital at 8 am due to the swelling and intramuscular pheniramine hydrogen maleate was applied to the patient in the emergency department. After leaving the emergency department, the patient came to the clinic and explained the complaints. There was swelling in 2/3 of the lower side of the face, redness and tenderness were present. Pheniramine hydrogen maleate administered in the emergency department did not improve it and the complaints were not regressed. Therefore, they administered 40 mg intramuscular methylprednisolone, sodium succinate combination drug in the clinic around 10 am. There was some relief in the complaints. At around 2 pm, the antibiotic amoxicillin, clavulanic acid combination drug, 2x1 dose orally, was prescribed and the patient was sent home. Azithromycin was prescribed by the physician. The outcome of the events was reported as resolving. However, since the patient did not like to use antibiotics, she used only 1 tablet of the drug and threw the rest in the trash. For this reason, the physician thought that the problem was not related to radiesse (+). The physician thought that the infection possibly relapsed with the effect of the cannula because the patient came for the injection before the upper respiratory tract infection ended. The physician thought that the fact that pheniramine hydrogen maleate and methylprednisolone, sodium succinate combination drug applications did not cause regression in the complaint proved this. Because there was a swelling that spread not only in the areas where radiesse (+) was injected, but also on the face in general, even the needle holes healed. For these reasons, the physician thought that the streptococcal infection possibly relapsed. Follow-up information was received on 06-jan-2025: the case was upgraded to serious. The events swelling, tenderness and erythema are deleted. The events infection and condition aggravated are added. The patients gender was provided (female). The patient was injected with radiesse (+), into the nasolabial sulcus, malar and preauricular area (off label use of device). A fanning technique was used. The patient had sinusitis 1 week prior to the radiesse (+) injection, on (B)(6) 2024. She was prescribed an azithromycin group antibiotic but did not complete her treatment. She was a chronic sinusitis patient but did not use antibiotics due to her personal habits. She terminated the use after only 1 or 2 tablets. At the same time, it was revealed that there was a chronic infection in the left lower malar teeth in the mouth, which resulted in dental abscess, but the patient did not want to go to the dentists because of fear. The patient had very allergic nature and underlying sinusitis infection due to streptococcus. She was not taking any medication or concurrent treatment. The patient went to the emergency room, but there was no hospitalization. Corrective treatment included avil injection, to resolve the swelling. There was no change so the reporter injected intramuscular prednol and prescribed augmentin 1000 mg (once in 8 hours). The patient finished 4 boxes of augmentin 1000 mg and was referred for an ear, nose, throat and dentist control. At the time of this report, the patient was perfectly healthy. The outcome of the events was reported as resolved (changed from resolving). In the opinion of the reporter, treatment was necessary to prevent a life-threatening condition and permanent damage, and also since there was a possibility of complications such as meningitis or encephalitis, due to the infection, for which was thought it was due to streptococcus. Also, the reporter thought there wont be any permanent damage and that the injection procedure exacerbated patients underlying sinusitis infection due to streptococcus and dental abscess and that the patient suffered complications from that.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the events infection and condition aggravated, were deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse (+) lidocaine could not be reviewed, as the lot number was not reported.